Event description:
Treatment of an avm (arteriovenous malformation). It was reported that the patient underwent onyx embolization involving two vials of onyx 18 and developed an infection at the embolization site post procedure. No other injuries were reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00615.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).